Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during the gastric tube construction in a vats (video-assisted thoracoscopic surgery) esophagectomy, at the 4th firing it was able to be fired to the middle, but it seemed that it didn't fire further more. The procedure was proceeded with a new device. There was no patient harm.